Event description:
The customer contacted stryker to report that defibrillation charge on their device unexpectedly dumped during intervention on a patient. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.